Event description:
A suspected infection was reported at the patient's ipg site. In addition to being treated with antibiotics, the patient underwent surgical intervention in which the ipg was explanted, the pocket was cleaned, and the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.